Event description:
It was reported that during the implant of the pacemaker system, the physician was unable to remove this lead from the right ventricle due to the patient anatomy; it was decided to surgically abandon and implant another lead. This lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this lead, the physician was unable to remove this lead from the right ventricle; another lead was implanted. This lead remains implanted. No adverse patient effects were reported.